Event description:
From staff: dr. Was using ligasure device during a bilateral salpingectomy c-section. It was noticed that round purple button popped off. Device would not work when button was not there. Button put back in by provider and device worked. The button was not secure and had to be repeatedly checked.